Manufacturer narrative:
(B)(4): the customer reported that the monitor did not alarm for spo2 when the value was out of the predefined set limits. No pt harm was reported. Testing of the monitor onsite showed it to be functioning as intended and as configured. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor did not alarm for spo2 when the value was out of the predefined set limits. No pt harm was reported.